Event description:
The patient reported symptoms of headaches. After an MRI the valve was no longer adjustable, thus they explanted it.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device received was actually that of product code (B)(4) and not that of (B)(4) as initially reported. It was also noted that stator and x-ray dot were dislodged and therefore the pressure could not be determined. Upon further investigation it was found that the valve casing was cracked, which appears to have been caused by some form of impact. There was also a mark on the valve casing, which supports the thought that some form of impact occurred causing the damage explained. Additionally, enhancements were made to this device, which was designed to minimize this type of dislodgement. However this device was manufactured prior to the enhancement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.